Manufacturer narrative:
This report has been identified as b. Braun internal report number 400750543. The investigation is based on the history files provided. A vtbi therapy was set up on 25th february 2026 at 12:11. A vtbi of 5ml and a dose rate of 15.000microgram/hour (0.30ml/h) were set. The therapy was started at 12:11 with a terumo 20cc/ml us syringe and a remaining volume of approximately 4.93ml. At 13:53 the therapy was stopped. After 4 seconds, the syringe was primed for 4 times in a row. At 13:54 the therapy was started again. At 14:49 the syringe near empty alarm occurred, followed by the empty alarm at 14:54. In total, 0.83ml were infused. The over infusion stated in the complaint was caused by priming the syringe 4 times at 13:53. Therefore, the defect could not be confirmed. The defect was caused by a wrong handling of the device. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the complainant: "sn a noticed that patient's s/c fentanyl infusion finished at 1520hr on (B)(6) 2026. S/c fentanyl infusion initiated at 1211hr with rate at 0.3mls/hr (concentration 50mcg/ml, total infusion volume in the syringe after prime is 5mls) by ssn k and ssn s with checking the pump setting. At 1359hr, during handover physical checking, ssn k (am shift) and sn a (pm shift) inspected infusion pump, residual volume in the syringe and s/c needle insertion site. Syringe pump showed 4.44mls remained and tally with syringe actual amount. However, at 1520hr, sn a heard alarming and checked the syringe was empty. After physical checking on patient, he approached sn r to top up, sn r questioned why the infusion ran faster and completed much earlier than expected."